Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device misfired while the scrub was testing the instrument before handing it to the surgeon. Another device was used to complete the case. There was no patient involvement.